Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Power connector plug in and locked in place properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 425 mg/dl, at the time of incidence. Customer was treated with 10 units of regular insulin via insulin pump and through manual injection. Customer reported that the screen went blank and it was not responding. Customer did not allege that the insulin pump was under delivering. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.